Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was experiencing premature atrial tachycardia events that conducted to the ventricle causing the ICD to sense instead of pace. The oversensing has resulted in double counting and diverted shocks. The sensitivity of the ICD was reprogrammed to least but the problem presisted. The av delay feature was adjusted and this seemed to help aleviate the double counting problem. However, the physician wants to bring the patient back for further optomization to encourage more pacing.